Event description:
During a remote follow-up, the patient experienced a supraventricular tachycardia (svt) and inappropriate anti-tachycardia pacing (atp) and shock were delivered due to an incorrect interpretation of signals. Technical support (ts) was contacted and noted the device performed according to the programmed settings. Ts provided reprogramming recommendations. No intervention has been performed. The patient is stable.